Manufacturer narrative:
The cannula accessory was evaluated. Engineering observed that the cannula accessory was visibly dented at distal tip. A .342 gage pin does not slide through the distal tip inner diameter. Inspection under magnification reveals a small deformation at the lip of the distal tip, creating a tiny raised edge on the inner diameter. The deformation has the potential to cause scraping in certain loading conditions. No other damage found. This site has returned an instrument with a damaged main tube. See MDR # 2955842-2007-00143.

Event description:
The cannula accessory was returned as part of a field removal action. No patient harm, adverse outcome or injury was reported. The following medwatch reports listed below were also sent to the FDA. These reports only pertain to the field removal action from this specific site: 2955842-2007-00347, 2955842-2007-00349, 2955842-2007-00350, 2955842-2007-00351.